Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, three photos were provided which showed the distal tip of the carrier tube and the device packaging. The device was in used condition with the anchor and collagen intact at the distal tip. No damage or issues were identified. The sample was not available for evaluation. Three photos were provided which showed the distal tip of the carrier tube and the device packaging. The device was in used condition with the anchor and collagen intact at the distal tip. No damage or issues were identified based on the provided photos. It is possible that the carrier tube was not fully connected to the sheath which resulted in the reported event. However, this could not be confirmed. The cause of the event could not be identified based on the available information. As a result, the complaint was not confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: operations manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal collagen pill did not exit the shaft of the device despite proper procedural technique. There was no patient injury.